Manufacturer narrative:
Unit passed displacement test, active current measurement, and selftest. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now after a low battery warning. The device will be returned for analysis.